Manufacturer narrative:
(B)(4). G2: foreign: south korea . Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Kim, j. S., do, m. U., han, j. B., lee, s.-m., moon, n. H., suh, k. T., & shin, w. C. (2025). Similar wear rates of 1st and 2nd generation highly cross-linked polyethylene in primary total hip arthroplasty in patients less than 30 years of age: a minimum 5-year follow-up. Orthopaedics & traumatology: surgery & research, 104178. Https://doi.org/10.1016/j.otsr.2025.104178

Event description:
It was reported in by a journal article that the patient experienced a liner fracture, resulting in instability. It was also reported that the patient experienced a fall and pain. Subsequently, the patient was revised approximately 18 months post implantation.